Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mid left anterior descending artery. A 15mm x 3.50mm nc quantum apex balloon catheter was selected to dilate the target lesion however the balloon ruptured in an unspecified inflation at 12 atmospheres. The device was completely removed from the patient the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with no original packaging. The hypotube was kinked at the strain relief and the shaft was kinked 4.5 cm from the distal tip. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker. An inner shaft puncture was noted on the distal end of the proximal markerband which likely compromised balloon inflation. A guidewire was inserted into the distal tip and through the inner puncture. The outer diameter (od) of the guidewire was consistent with the inner diameter (ID) of the puncture. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mid left anterior descending artery. A 15mm x 3.50mm nc quantum apex¿ balloon catheter was selected to dilate the target lesion however the balloon ruptured in an unspecified inflation at 12 atmospheres. The device was completely removed from the patient the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.